Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable.

Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters; therefore, this event is no longer considered reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2026 wherein the system was explanted and replaced for an unknown reason.

Manufacturer narrative:
The date of event is estimated.